Manufacturer narrative:
Product event summary: the analyzer passed all functional and system tests, but was found to have disturbed pins in the patient connector.

Event description:
The analyzer that was returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.